Event description:
The customer contact reported the rate independently changed. The pump was returned to the purchasing dept with a note that stated, "pump will not keep settings." Reportedly, the device "was just being hooked up to a pt and at the onset of the infusion, before the nurse left the room, the rate independently changed." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.